Event description:
Patient with pleuritic chest pain sent for thin section CT scan with contrast of the thorax. After the contrast was given, the table stalled and the bolus was missed. A pulmonary embolus could not be ruled out therefore, the patient required a ventilation/perfusion scan instead.